Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer indicated via phone call that their son had fluctuating high and low blood glucose and sensor glucose. Customer indicated that they had a sensor glucose level of 40 and a blood glucose of 196 mg/dl. Customer does not recall any significant events leading to the range discrepancy but indicated that the sensor base was bent and that there was bleeding at the insertion site. Troubleshooting informed customer that insertion may impact sensor performance. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.